Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on saved to disk. There is not sufficient data to draw any conclusions regarding noise on the electrocardiogram.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The physician will continue to monitor the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.